Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was not receiving audible blood glucose alerts as intended despite the setting being turned on and set to high volume. Blood glucose level ranged between 70-200s (mg/dl). Reportedly, the customer continued using the pump for insulin therapy.